Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit passed displacement test, sleep current measurement, active current measurement and selftest. Unit received with cracked select button on keypad overlay.

Event description:
It was reported that the insulin pump had cracked. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.